Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The coil was successfully implanted in the patient and was not returned to the manufacturer for analysis. Additionally, the pusher was discarded at the user facility and not returned to the manufacturer for evaluation. Without the return and physical evaluation of the device, the investigation is unable to determine if a condition existed that would have caused or contributed to the reported event.

Event description:
It was reported that during deployment of the 3rd coil into a ruptured acomm aneurysm, resistance was encountered. The coil detached well; however, when the physician withdrew the pusher wire, a very thin filar appeared at proximal end of the microcatheter that eventually broke off inside the microcatheter. The pusher wire and microcatheter were successfully removed from the patient. The case was completed, and the coil mass looked good. There was no adverse impact to the patient.